Manufacturer narrative:
Visual inspection found that there was no loudspeaker installed on the central monitoring station. It was indicated that the speaker was removed/lost by the department. Based on the information available and the testing conducted, the cause of the reported problem was that there was no loudspeaker connected. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Event description:
Philips received a complaint on the patient information center ix indicating that there is no sound at the central station. The device was in use on patient at time of event, there was no adverse event reported.